Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited no telemetry and beeping tones could not be elicited with magnet application.